Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. Gehc recommended replacement of the anesthesia control board. (B)(4).

Event description:
The hospital reported the unit had a system malfunction during boot-up. There was no reported patient involvement.